Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance during an intervention for the right atrial (ra) lead. It was believed that this occurred as a result of the removal procedure of the ra lead. Subsequently, the rv lead was explanted and replaced with a new rv lead successfully. No adverse patient effects reported. The lead will not be returned.